Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range (oor) pacing lead impedance measurement greater than 2,500 ohms along with loss of capture (loc). Additional information was received indicating that the lead was fractured and was observed through x-ray. The lead was tested through the device and loc and out-of-range impedance were detected but no asystole noted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.